Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Trends are monitored on a (B)(4) basis. No further actions are possible with the available information.

Event description:
Edwards received information that fourteen (14) years, ten (10) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic regurgitation secondary to aortic stenosis. The transcatheter valve was positioned and deployed without difficulty. The patient was transferred from operating room in stable condition.